Event description:
Removal of triathlon pa knee baseplate and femur.

Manufacturer narrative:
An evaluation of the device cannot be performed as the device was not returned to the manufacturer. Additional information was requested and if it becomes available, the evaluation summary will be submitted in a supplemental report.

Event description:
Removal of triathlon pa knee baseplate and femur.

Manufacturer narrative:
An event regarding unspecified revision surgery involving a triathlon baseplate was reported. The event was not confirmed. There have been no reported discrepancies for the referenced lot. There have been no other similar reported events for the lot referenced. The exact cause of the event could not be determined because further information such as x-rays, operative report and clinical history are needed to complete the investigation for determining a root cause.